Event description:
The recipient contracted meningitis and received inpatient treatment in some other hospital in (B)(6) 2018 with a diagnosis of "primary purulent meningitis". No csf culture was performed at the time of meningitis. The recipient was not vaccinated at the place of residence. In (B)(6) 2019 the recipient went to the clinic again with abundant nasal discharge, headache, weakness and was hospitalized. Revision surgery occurred on (B)(6) 2019 to close the lumen of the round window by muscle fragments; the implant remained intact and implanted. Pronounced liquorrhea was noted. The child was discharged in a satisfactory condition. The user was explanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: the device investigation revealed a fully functional device, which operates within specification. This finding was expected, as the explantation was most likely due to medical and clinical reasons. Reportedly, few months after implantation the recipient developed meningitis, which is a known possible complication of cochlear implantation, for which it is recommended that recipients receive proper immunization beforehand. However, the recipient was not vaccinated against streptococcus pneumonia, which is a common pathogen in meningitis and the likely one in this case. Also, the cochlea appeared to be not completely sealed during implantation, and the recipient underwent revision surgery to seal it, followed by a second episode of meningitis. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient contracted meningitis. It was reportedly not due to the cochlear implant. A revision surgery took place in which the surgeon cleaned and treated a part of the middle ear and the device remained implanted. There has been no change in hearing performance after the revision/meningitis as compared to before. The child is discharged in a satisfactory condition.